Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the customer had a bravo capsule which failed to attach, no harm was caused to the patient and a repeat procedure was performed. A roth net was used to retrieve the capsule. There was nothing unusual about the patient or the procedure which led to the incident. Prior to the procedure an endoscopy was performed and the esophagus appeared to be normal. The physician has been performing the bravo procedure for over a year, and was trained by a given representative. It is unknown what the vacuum source used was and the vacuum pressure before the procedure and during placement. It is also unknown if any lubricant was used to facilitate the capsule placement. At the moment it is unknown if the delivery system and the capsule will be returned to given. The physician is not clear to what caused the failure to attach.